Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 2.50x15mm was returned for analysis. Visual and tactile inspection found no issues with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified a 7mm longitudinal balloon tear/rupture at mid-section. Bumper tip showed signs of distal tip damage. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. The balloon could not be inflated due to the 7mm longitudinal balloon tear/rupture identified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications. Patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications. Patient was stable.